Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The damage of optical pump connector was due to use issue. This report is being filed as part of a retrospective review of historical records.

Event description:
It was reported that while raising the bed, the lift team hospital member accidentally knocked over the automated impella controller and cart. This caused the cover over the fiber optic port to break off. No patient harm was reported due to the issue.